Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to implants used causing the patient to lose reduction of the bone. It was unknown if the revision surgery completed successfully. It is unknown if there was a surgical delay. The patient status is unknown. This complaint involves five (5) devices. This report is for (1) ti spiral blade 42mm-sterile for ti humeral nails. This is report 2 of 5 for complaint (B)(4).